Event description:
It was reported that during the implant procedure, the physician found it difficult to manipulate the tip of the catheter. It seemed as though the lock was on when it actually was off. The tip was moving by sudden movements. A new catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.